Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/17/2020 h.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned. Both returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. Unable to perform DHR check due to an unknown lot number for printing scale misaligned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp had scale marking issues before use. The following was reported by the initial reporter: "the customer reported about the misaligned scale in 2 syringes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp had scale marking issues before use. The following was reported by the initial reporter: "the customer reported about the misaligned scale in 2 syringes."